Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon investigation the monitor and electrode belt passed incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. There is no indication of a product malfunction. Manufacturing date: monitor: 01/14/2016. Electrode belt: 04/27/2016.

Event description:
A us distributor reported that the patient was burned from the lifevest on his back from an alleged treatment. The patient described the affected area as a "burn hole" and the affected area was red. It was also reported that the patient alleged that the device was malfunctioning and that the lifevest kept zapping the patient. There is no evidence of a treatment in the patient's download data. The patient went to the hospital and the patient's doctor recommended to remove the lifevest. The patient then preceded to end use of the lifevest. During follow-up, it was reported that the patient's burn had improved.